Event description:
A surgeon reported a vitreous cutter did not move during a procedure. The procedure was completed after exchanging the cutter. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).